Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 90% stenosis, was located in the moderately tortuous, non-calcified left forearm shunt vein. A 5.0 x 40 mm, 40 cm mustang balloon catheter was advanced for dilatation. During the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without difficulty, and the procedure was completed using a different device. No patient complications occurred as a result of this event.